Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. The account reported that there are 4 other users of the system, and no other surgeon has reported any problems. Application support manager looked at the different surgeon settings and all were the same. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented with transient light sensitivity syndrome in both eyes (ou) post treatment. Patient had opaque bubble layer after the initial treatment. It was stated that the patient is 20/30 on the right eye and 20/20 on the left eye. Account reported that flaps were all easy to lift and there were no changes to the drops.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.